Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that hvli impedance was high on the svc vectors. Noise could be reproduced on the svc to can vector while patient performed isometrics. A loose connection is suspected. The device was reprogrammed to shock rv coil to can. The patient will be monitored.